Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case fell multiple times causing infusion sets to be pulled out. Customer's blood glucose ranged from 70 to 450 (mg/dl). Reportedly, the customer resumed pump therapy.